Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected and showed no damaged to the housing of the pump. Further review of the pump sub-assembly and components showed an issue with the latch door inflow that opens slowly when pump is working, and button power dual wave led light does not work when the device is turned on. The returned ar-6480 dualwave arthroscopy fluid management system device was assembled with a new ar-6410 arthroscopy pump tubing and were tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered. A clamp test was performed as defined in the user guide (dfu-0212-4 rev 0 ¿ section 5.2) to simulate an over pressure failure on the allege pump, to verify if an error message and/or audible alarm will be triggered. The results of the clamp test confirmed the pump did alarm and provide an error as intended/expected. No problem found.

Event description:
It was reported that during a knee arthroscopy a lack of suction and episodes with back-flush were noticed. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.